Manufacturer narrative:
Insulin pump was received with no motor movement or negligible movement alarm during rewinding due to corroded motor home switch. Unable to perform functional testing due to no motor movement or negligible movement. Reservoir unable to lock into place due to missing reservoir tube retainer or o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had received multiple pump error alarm. The customer¿s blood glucose level was high as 19 mmol/l and treated with an injection. The customer states the pump was not working. Troubleshooting was performed for pump error and noticed they are not able to rewind the pump. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis